Manufacturer narrative:
Product analysis # (B)(4): equipment used: vis (m-78210), 203cm ruler (m-83361) document used: (B)(4); rev. F as found condition (condition of returned device): a pipeline flex embolization devices and a phenom-27 catheter were returned for analysis within a shipping box; within a sealed biohazard pouch and within an opened pipeline flex embolization device inner pouch. Visual inspection/damage location details: the inner diameter (ID) of the phenom-27 microcatheter was found to be 0.027¿ per IFU (instructions for use). Per pipeline flex embolization device instructions for use (IFU): ¿the pipeline flex embolization device is designed to be delivered through a compatible micro catheter of 0.027¿ inside diameter. Therefore, the phenom-27 micro catheter was found to be compatible for use with the pipeline flex embolization device. The pipeline flex was returned within the phenom catheter and found to be extending ~53.2cm from hub. The pipeline flex embolization device was then removed from phenom for further evaluation. The distal assembly of the flex was inadvertently detached from hypotube when removed from catheter. (Pli-10) no bends or kinks were found with the pipeline pushwire. The hypotube and ptfe were found to be intact. The proximal bumper, re-sheathing marker and re-sheathing pad were found to be intact. The dps sleeves appeared to be in good condition and with blood residue. The tip coil was found to be intact. The proximal braid end was found to be opened and frayed. The distal braid end was found to be opened and frayed. (Pli-20) the phenom-27 catheter total length was measured to be ~158.6cm. The phenom useable length was measured to be ~152.0cm which is within specification. Upon visual inspection, no damages were found with the phenom hub. No bends or kinks were found with the catheter body. No damages were found with the marker band or the distal tip. Testing/analysis (including sem reports): n/a conclusion: based on the device analysis and reported information, the customer¿s report of ¿failure/incomplete open distal¿ was unable to be confirmed as pipeline flex braid ends were found to be open. Possible cause for ¿failure to open distal¿ is the result of re-sheathing the device more than two times or patient vessel tortuosity. The customer reported patient vessel tortuosity as severe. Based on the returned device, the customer report of ¿catheter resistance¿ was unable to be confirmed. In addition, during removal of pipeline vantage system from phenom-27 catheter resistance was not encountered. Possible contributors for ¿catheter resistance¿ are ped/delivery system damage, catheter damage, user does not maintain continuous flush, resistance during delivery/retrieval, and user re-sheaths more than two times. Customer reported that patient vessel tortuosity as. The root cause could not be determined. (B)(4) 2023-09-12). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that a ped pipeline had resistance in the distal section of the catheter and failed to oepn in the distal section. During the dense mesh stent implantation, after the microcatheter was in place, the stent was normally delivered and in place. When deploying the distal end of the stent, the resistance was relatively large. Tried to push out the stent and deployed a certain length, but it was found that the tip of the stent was not opened normally. The operator withdrew the stent together with the microcatheter. It was not positioned in a bend. Less than 50% had been deployed when it failed to open. The pipeline was resheathed and removed from the patient with the microcatheter. The catheter was flsuehd as indicated in the instructions for use (IFU). The devices were prepared as per IFU. The patient was being treated for an unruptured, saccualr aneurysm in the c4 segment of internal carotid artery aneurysm. The max diameter was 25mm and the neck diameter was 11mm. The distal landing zone was 4.0mm and the proximal landing zone was 5.1mm. Vessel tortuosity was moderate. The access diameter was the right femoral artery. The access vessel diameter was 8mm. No patient injury or symptosm were reported. Ancillary devices: 8f guide catheter

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.